Event description:
(B)(4) from patient reporting a pump problem. Pump was in use as usual when error screen said there was occlusion. I explained that she should disconnect and reconnect, but she stated she undid all the parts and even removed and reinserted battery and it still said occlusion. When she switched to her other pump, it worked perfectly fine. Told patient we can replace pump (s/n (B)(4)). Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.